Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra test strips were not drawing in her sample of blood. On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2012 at an unknown time. The patient reportedly attempted to test using the subject test strips and was unable to get a blood glucose result due to the test strips not wicking the sample. The patient informed the mss that she tests her blood glucose 1x per day and manages her diabetes with oral medication (unknown type/dose) and took her medication as usual although she was unable to check her blood glucose. She claimed approximately 1 day later, she developed symptoms of "shakiness, sweating and nausea and self treated with food and drink. Her symptoms did abate within an hour of the self treatment. She confirmed she acquired a back up meter approximately 1 week later (unknown brand) and reported obtaining values of "168, 182 and 74mg/dl" on different days. At the time of troubleshooting, the cca noted that the patient was not using the test strips for the first time. The testing technique was reviewed and followed correctly; however, the issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.